Event description:
Customer reported receiving no delivery alarms on the insulin pump. Through troubleshooting it was noted that the alarm may have been caused by site or reservoir issue. Customer's blood glucose reading at the time of the call was 264 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.